Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was adjusted and the issue resolved. No parts were replaced. A system checkout was successfully performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, while acquiring scans, the system displayed an "error initializing collimator" error. After two attempted reboots of the system, the message about the collimator persisted. The surgeon aborted use of the navigation and imaging system and completed the procedure using the c-arm. Surgical time was extended by less than one hour and there was no reported impact to patient outcome.